Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump powered up properly after battery installation. No blank display anomalies noted during testing. Pump error 4 followed by a pump error 63 (variable 2) due to corroded electronic assemblies. Unit received with moisture damage on motor assembly, corroded force sensor assembly. Unit received with corroded battery tube. Unit received with cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed multiple pump errors. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolved during troubleshooting. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The insulin pump will not be returned for analysis.